Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection found the device looks normal. An irrigation test was done. The tube was primed and irrigated at 2ml/min. No bubbles or cloudiness were observed and the bubble sensor was not activated. Device passed visual and functional test; however, cloudiness and bubbles on the smart ablate tubing have been investigated by a cross functional team and the engineering analysis suggests that a plasticizer migration in the tubing product may be contributing to a change in the tubing¿s appearance including opacity, increase in lumen roughness as well as microbubble adhesion. Plasticizer migration is a known phenomenon in softer polyvinyl chloride (pvc) materials like our tubing set. Additionally, an independent evaluation determined that the plasticizer is not toxic and will not result in adverse health effects in cardiac ablation patients under normal use conditions. Despite any change in tubing appearance, bubbles in the saline remain readily detectable. In addition, the bubble sensor on the smartablate pump uses ultrasound signals and the sensitivity of this sensor is unaffected by any change in tubing appearance. Customers should continue to properly prime and flush tubing per the instructions for use (IFU). Complaint was not able to be confirmed. Cloudiness and bubbles reported may be related to a known plasticizer migration phenomenon of pvc materials and has no interference with the functionality of smartablate pump. A manufacturing record evaluation was performed for the finished device with lot # ac5940828, and no internal actions related to the reported complaint condition were identified. Please note: an internal corrective action has been open for the issue of miscoding of events. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a smartablate¿ irrigation tubing set and a foreign material issue was encountered inside the tubing. It was reported there was white powder like material in the tubing. The scrub nurse tried to remove white powder with flushing and it disappeared in the tubing before use on the patient. There was no patient consequence. Additional information received indicated the event occurred during flushing of the tubing set. It is unknown if the material observed in the tubing was loose (with movement) or was embedded to the tubing plastic material (with no movement).